Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass, the tube was very difficult to separate from the orvil. The surgeon had to pull harder than usual to separate the tube. There was no patient injury.